Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a "cassette not attached properly" alarm. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter facility name: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: mfg. Establishment name updated. D9: device received on 3/31/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a defective downstream occlusion (dso) sensor as well as a degraded dso seal. The customer's problem was replicated, and the cause of the problem was the defective dso sensor/damaged dso seal. The dso sensor and seal were replaced to fix the issue.